Event description:
It was reported the patient underwent orif and bone graft surgery to repair a distal fibula nonunion fracture. After surgery she began to treat with a bhs unit since she was in a cast for 6 weeks and the doctor wanted her on stimulator immediately post-op. The patient had a follow-up appointment with the doctor. She still has not healed. The doctor wants her to continue with a bone stimulator but wants her to switch to orthopak because the patient is unable to tolerate the bhs for many hours. The patient claims that she could only use bhs for 5-7 hours at a time then her foot would feel very hot like her "bone was cooking". She would take a break and continue a couple of hours later. The discomfort was burning and not painful, but if she had to assign a pain scale it would be a 4 or 5 under the skin. No additional patient consequences have been reported.

Manufacturer narrative:
Zimmer biomet complaint cmp-(B)(4). Date of event: (B)(6) 2022. Medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent orif and bone graft surgery to repair a distal fibula nonunion fracture. After surgery she began to treat with a bhs unit since she was in a cast for 6 weeks and the doctor wanted her on stimulator immediately post-op. The patient had a follow-up appointment with the doctor. She still has not healed. The doctor wants her to continue with a bone stimulator but wants her to switch to orthopak because the patient is unable to tolerate the bhs for many hours. The patient claims that she could only use bhs for 5-7 hours at a time then her foot would feel very hot like her "bone was cooking". She would take a break and continue a couple of hours later. The discomfort was burning and not painful, but if she had to assign a pain scale it would be a 4 or 5 under the skin. No additional patient consequences have been reported.

Manufacturer narrative:
Corrections - b4: date of this report added, d3: manufacturer address and email address, d4: UDI, g1: contact office and manufacturer site, g6: report type. Additional information - d9: device available for evaluation and returned to manufacturer date, g3, h2, h3, h4: device manufacture date, h6: impact code, method, results, h10: additional narrative, h11. The bhs controller was received for evaluation. A visual inspection of the customer returned item was performed. Included was a bhs controller part no. 1068233 with serial no. (B)(6) received in a shipping box appearing to be in good condition from the visual/cosmetic point of view. The compliance data was downloaded for the bhs controller. The compliance data indicates that the unit treated for 10 hours and was used for 62 days. Review of the DHR indicates that the unit was manufactured on january 25, 2022. No abnormal conditions were reported. The clock lifetime of the bhs controller was 400 days. The controller automatically enters ¿end of lifetime mode¿ after 400 days. At the time of the complaint, the unit was not at endpoint. The bhs controller was reset in order to perform the burn in test. The unit ran burn-in with sample coil stand alone for ten (10) hours with ac adapter without a problem. The compliance data was downloaded after the burn in test. The compliance report did accurately record the additional treatment time from the burn in test. Review of the signal was performed and the measurements were within specification. Calibration information: all tests inspections were completed using tektronix oscilloscope ID os-c000005 with calibration due on (B)(6) 2025 and tf0804.c08 which does not require a calibration due date. Test/inspections were completed by the quality department on the date of (B)(6) 2024. The failure was not confirmed for the reported condition of "patient unable to tolerate the bhs unit.". The controller was tested and operates as intended. Review of complaint history identified (B)(4) total complaints from ((B)(6) 2021) to ((B)(6) 2022) for pn (1068234) and events related to (burn). Keyword search criteria: (complaint code: medical: burn) the search could not be specified further because the main complaint was burn. Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint of "burn". No failure and/or fault condition could be found and confirmed. Therefore, no further actions are required at this time. (B)(6) medical will continue to monitor for trends. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.